Event description:
Additional information received from a manufacturing representative reported the old implantable neurostimulator (ins) was replaced due to normal battery depletion. During the revision, the lead was found to not be properly seated. Everything worked perfect after the revision.

Manufacturer narrative:
Other applicable components are: product ID 3387s-40 ,lot# v399857, implanted: (B)(6) 2010, product type: lead; product ID 3387s-40, lot# v399857, implanted: (B)(6) 2010, product type: lead; product ID 37601, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: implantable neurostimulator.

Event description:
The manufacturer representative (rep) reported that when the patient woke up after a replacement surgery on (B)(6) 2016 his tremor was still not controlled by stimulation, even though the same settings were transferred over. The previous battery was at end of life, so the patient's tremor had returned. The rep ran impedances after replacement on the left side and all values were greater than 10,000 ohms, except case <(>&<)> 0 at 565 ohms. The rep also mentioned that it stated short circuit. The impedances on the right side were normal. The patient was brought back into the operating the room (or) the following day to open the pocket and the healthcare provider (hcp) just pushed the lead in all of the way. The issue was resolved and the patient was perfect after; his tremor was completely gone. The patient's indication(s) for use were parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.